Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received failed battery and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump rejected new battery and light was dim and harder to read. It was reported that the motor was slower and louder during the rewinding. It was reported that they had to press button couple of times and insulin pump shuts off with no reason. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad connector was inspected and locked on lcd board.